Event description:
Literature was reviewed regarding vascular complications and bleeding after transcatheter aortic valve replacement (tavr) with surgical versus percutaneous approach. The study population included 225 patients who were predominantly male with a mean age of 82 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve, evolut r, or evolut pro bioprosthetic transcatheter valves. One death occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the death. Among all patients, clinical observations included: life-threatening bleeding, vascular complications (hematoma, fistula, pseudoaneurysm, arterial rupture), valve migration, cardiac tamponade, acute kidney injury, stroke, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Citation: dardaillon et al. Vascular complications and bleeding after transfemoral tavr with surgical versus percutaneous approach: a contemporary prospective study. Journal of interventional cardiology. Oct 2024; article ID 8355054. Doi: 10.1155/2024/8355054. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.